Event description:
Nicked uterine artery [arterial injury]. Disseminated intravascular coagulation (dic) [disseminated intravascular coagulation]. Case narrative: this spontaneous report originating from united states was received from a nurse, referring to a female patient of unknown age, via clinical sales educator (cse). Approximately in 2024, the patient was pregnant and in (B)(6) 2024, she had a cesarean section with vaginal bleeding, lost a lot of blood and had been given a lot of medications. The physician thought that the patient was recovered and sent the patient from the operating room to the recovery room, but the patient continued to have vaginal bleeding, and so, on (B)(6) 2024, the provider placed the vacuum-induced hemorrhage control system (jada system) via vaginal route (lot and expiration date were not reported). The patient was taken back to the operating room and stayed there all night but ended up in disseminated intravascular coagulation (dic) and was then transferred to the intensive care unit (ICU). The patient ended up being transferred to another facility where it was discovered the patient had a nicked uterine artery (arterial injury) which was repaired, and the patient recovered and was discharged on (B)(6) 2024. Therapy with vacuum-induced hemorrhage control system (jada system) was withdrawn on (B)(6) 2024. The patient recovered from the events disseminated intravascular coagulation and arterial injury approximately in (B)(6) 2024. The reporter¿s causality assessment was not reported. Upon internal review, the events disseminated intravascular coagulation and arterial injury were considered to be medically significant. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury.

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.